Event description:
According to FDA, device was approved for use in 2001 for jaw repositioning. Since the implant was put in, pt has been having migraine headaches and a clicking jaw. Dentist never informed patient about these outcomes. Her teeth have moved so much that according to dentist, she would need braces to move her teeth to position. Patient never had a history of migraine.